Event description:
Reporter alleged obtaining discrepant blood glucose results of 223 mg/dl on her advantage system compared to a professional meter with a result of 90 mg/dl, when tested 10 minutes later. She was taken to the hospital, but no treatment was provided. No adverse event was reported. A request was made for the return of the suspect product and replacement product was sent.